Event description:
The complainant reported an over-delivery. The set dose on the pump was 60 ml/hour; however, 400 ml was delivered in one hour.

Manufacturer narrative:
(B)(4): excess flow or over-infusion. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.